Event description:
Customer reported that their t:slim x2 pump battery was not charging, an issue that began approximately a month ago. Although the pump began charging after being plugged in, the connection was unstable, requiring the caller to position the pump or hold the cable in place. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to send a replacement pump to address the issue and instructed the customer to complete the necessary training before using the new device. The caller was also advised to return the defective pump within 10 days, and instructions were provided on how to proceed with the return process.